Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, multiple episodes of non-sustained lead noise was observed. Myopotential oversensing was suspected via review of egm. Patient performed isometrics and noise worsened. The device was reprogrammed; patient was scheduled for follow-up.